Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: a controller with unknown serial number was not returned for evaluation. The reported event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the high power event including but not limited to thrombus formation/ingestion, high flows, or incorrect setting of alarm threshold. Applicable risk documentation and experience with events of similar circumstances were considered; events with controller fault alarms may be attributed to multiple factors including but not limited to a faulty user interface controller, patient allowing the batteries to deplete completely, a faulty component within the aps circuit. Based on risk documentation, electrical fault alarms may be attributed to multiple factors including but not limited to contamination in the driveline connector, marginal connection between the driveline and the controller. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having controller fault alarms and high watt alarms. The patient was taken to the emergency department. Upon ventricular assist device (vad) interrogation, it was noted that the patient experienced multiple high watt alarms, controller fault alarms and electrical fault alarms. The patient¿s controller was exchanged. No patient complications have been reported as a result of this event. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.